Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided complete instructions for pump reset by technical support but was unable to perform reset at that time because charger was not available, and no additional information was received regarding the outcome of the event.